Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 94mg/dl. A pump system check was performed and the occlusion was found to be within the cartridge. As the customer was due for a supply change, they were able to install a new cartridge.